Event description:
The customer reported there was an image problem with the 4k camera head and the brightness would not increase. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The brightness would not increase, and error e224 was displayed intermittently due to a faulty cable. Also, evaluation found the label on the rear cover to be faded. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause of the reported issue (brightness would not increase) could not be identified. It is likely that the e224 error was displayed intermittently due to a communication failure caused by the faulty cable. The cause of the faulty cable could not be determined. Per the legal manufacturer, the other device defect included in the initial medwatch has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Three attempts were made to obtain additional information regarding the reported event, but no response was received. Olympus will continue to monitor field performance for this device.